Event description:
It was reported that during a laparoscopic supracervical hysterectomy (lsh) procedure, upon closing the device, the surgeon closed the device and felt resistance. She closed the device without applying energy and the I blade was sent down the device causing the jaws to break the device. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). The device was received with the jaws stuck closed. The jaws appeared to be bent at the lobe. After a photo of the jaw in the closed position was obtained, the jaws were forced open by pulling back on the lever. Under magnification, the jaws appeared to be bent; that is, the lobes were skewed. There were no cracks or damage to the knife. There were extensive scratches and dings along the length of the electrode, indicating the device may have been fired on a staple or other object. The device performed as required during testing for rotation and articulation. The knife lockout mechanism functions as expected and the I-blade advanced smoothly and to end of jaw. The energy output delivered from the device was verified during the cutting of the test media but the force to fire did feel high due to the bent jaw. Some force was needed to open the jaws after firing. No yellow alert screens were displaying during testing. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement or firing device across a hard object.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.